Event description:
It was reported the device displayed error code 1810 and has a housing damage. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The device was found to have damaged housing. The event log revealed evidence of errors. Upon function testing, the reported problem was duplicated. The root cause of the reported problem was found to be a defective motor. These motor and damaged housing were replaced to resolve the issue. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information received updated b5.

Event description:
Additional information received from customer on 26-may-2022. No patient involvement.